Manufacturer narrative:
The device was received. Investigation is not yet complete.

Event description:
Device malfunction: clip mislocation. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of the common femoral artery using the starclose se device after a diagnostic procedure. Reportedly, after deploying the clip, bleeding continued. When the device was removed, the clip was noted to be deployed in the distal end of the exchange sheath. Manual compression was applied to achieve hemostasis. No adverse patient effects were reported. Though requested, no additional information was provided.